Event description:
It was reported that insulin leaked between the o-rings of the reservoir. It was also reported that the customer experienced slightly higher blood glucose levels.

Manufacturer narrative:
The reservoir leaked past the second o-ring due to several indentations on the plunger. No defects were found on the o-rings. The reservoir connected/locked in place.